Event description:
In 2008, the pt reported he had a heart attack on four days earlier and also had pneumonia. He stated, "the pump didn't cause them but it didn't help either." He stated that currently his blood glucose is within his normal range. Due to a prior incident, on the previous month, it was requested that the pt return his insulin infusion device for eval. To date, the pt has not done so.